Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Log file shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check (bcc) check for left eye (os) was done about three minutes before laser fired instead of immediately before firing. Treatment for left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. No technical root cause could be identified. During technical site visit field service engineer (fse) performed functional and operational tests following standard procedure. Device meets specifications as per sir ( service installation record). According to ir the uncut area was actually the laser cutting in the anterior chamber (ac) (bubbles seen in ac). Surgeon used the pentacam rings application as reference to calculate the depth for the tunnel instead of using the thinnest pachymetry. The 125 microns from the tunnel plane to the thinnest pachymetry has also not been observed. By using the pigtail to open tunnel, he created a new path in the stroma, which led the segment to be implanted successfully. The root cause could be identified as user handling, not complying with the recommended cut depth, specifically not following the instructions in the training protocol by cutting in a depth where the resulting distance between endothelium and stromal bed is cut below the minimum. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported at the beginning of a procedure, an uncut area was noted. A pig tail instrument was used to end the tunnel to implant the corneal ring. The surgery was successfully completed.